Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00283 on 31-oct-2025. Additional information (19-nov-2025): siemens reviewed the event and determined that the pack calibrations were performed but another lot calibration was not performed. Quality control (qc) results indicated that results on fresh wells of reagent recovered low until the pack calibrations were performed. The fact that pack calibrations were done and not lot calibrations indicated that the reagent wells were open for longer than the 24 hours allowed for a lot calibration. Siemens further evaluated the event and determined that change in the water quality produced by the site's distilled water system feeding the analyzer which was resolved with maintenance to that water system and a new carbon dioxide, concentrated (co2_c) lot calibration potentially contributed to the falsely depressed co2_c results. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously depressed carbon dioxide, concentrated (co2_c) results were obtained on unknown number of patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) recovered acceptably on the day of the event. Siemens reviewed the instrument data files and the information provided by the customer. The review of qc data showed that the qc results were lower than the peer mean and imprecise. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the analyzer and performed service methods, replaced the dilution arm pump manifold, performed auto check, which passed. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed carbon dioxide, concentrated (co2_c) patient results were obtained on unknown number of patient samples on an atellica ch 930 analyzer. The initial depressed results were reported to the physician(s) and were questioned. The samples were not repeated to confirm the correct results. The customer did not provide the patient sample data including sample identifiers and erroneous results. It is unknown if there was clinical treatment provided to the patient due to depressed co2 patient results. There are no known reports of adverse health consequences due to the event.